Event description:
It was reported that the user received an occlusion alert on the ilet and experienced hyperglycemia with a blood glucose of 237 mg/dl while using a contact detach infusion set (23", 6 mm) that had been in place for over a week due to supply constraints. Customer care provided support that focused on insulin delivery and occlusion-related factors and user education regarding infusion set wear time, including goodwill replacement of supplies. Investigation of this case revealed that prolonged infusion set wear can contribute to occlusion and impaired insulin delivery leading to hyperglycemia, with no additional device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no reported medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with occlusion-related hyperglycemia associated with extended infusion set use. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.